Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), arrhythmias and conduction system defects (which may require a permanent pacemaker) are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Slow heart rates or bradycardia have many potential causes including disturbances in automaticity and conduction, medications including general anesthesia, electrolyte imbalances, advanced age, and cardiac diseases. If this cannot be managed with medication, permanent pacemaker implantation may be necessary. In this case, the bradycardia cannot be confirmed; it is possible that in addition to the procedure itself, the patient¿s advance age ((B)(6)) and the underlying chronic atrial fibrillation may have put the patient at higher risk for the development of bradycardia. In addition, the cause of death cannot be confirmed. There is no report or allegation at this time that the death was related to the edwards valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented. System updates pending: method: no testing methods performed. Result: no results available since no evaluation performed. Conclusion: known inherent risk of procedure, human factors.

Event description:
After a successful tavr procedure, 6 days post procedure, the patient expired. Review of medical records (operative notes) revealed that the 26mm sapien xt valve was advanced over the wire into the ascending aorta, and ultimately across the aortic valve. It was positioned fluoroscopically and angiographically, and echocardiography as used to further refine the positioning. The valve was deployed using rapid right ventricular pacing technique. The patient tolerated deployment and pacing well. Follow up echo imaging revealed trace to mild paravalvular leakage of the valve, with normal prosthetic valve function otherwise evident. Follow up hemodynamics were obtained prior to that, which revealed no residual aortic valve gradient. The patient was transferred to the recovery unit and was in stable condition. Pre-aortic valve implant and pre-balloon aortic valvuloplasty, there is a peak gradient across the valve of 50mmhg. Post transcatheter aortic valve implant, there is 0 residual gradient noted. Follow up echo imaging post transcatheter aortic valve implant reveals a well-seated and normal functioning prosthetic aortic valve. There was trace to mild pvl noted. The patient was discharged 2 days post procedure in clinically stable condition. As reported, five days post procedure, the patient began to experience severe abdominal pain and proceeded to a local hospital (not the implanting hospital). The patient was evaluated and determined to be in a sinus bradycardia EKG rhythm and treated with medically and external trans-cutaneous pacing. The patient was transferred to the implant hospital for further evaluation and permanent pacemaker implant. Upon arrival, the patient was unresponsive, ashen with agonal respirations. External pacemaker not capturing. CPR and acls protocols initiated. Attempts were made to pace with permanent rv pacemaker lead, but capture was not established. The patient became asystolic and was pronounced dead.